Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received power loss alarm. The customer¿s blood glucose level was 345 mg/dl and 245 mg/dl. The customer was assisted with troubleshooting. Customer stated insulin pump was shut off last night. Customer stated that auto mode status screen shows sensor not ready. The insulin pump will not be returned for analysis.